Event description:
Customer reported receiving an adc freestyle libre sensor reading that was believed to be erroneously high. He further reported that on (B)(6) 2019. He received a sensor scan result of 4.9 mmol/l (88 mg/d) and subsequently lost consciousness. A healthcare provider attending the customer received a reading of 1.9 mmol/l (34 mg/d). Customer was sent to a hospital where he was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an adc freestyle libre sensor reading that was believed to be erroneously high. He further reported that on (B)(6) 2019 he received a sensor scan result of 4.9 mmol/l (88 mg/d) and subsequently lost consciousness. A healthcare provider attending the customer received a reading of 1.9 mmol/l (34 mg/d). Customer was sent to a hospital where he was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. There was no report of death or permanent injury associated with this event.